Event description:
While reprocessing used surgical instruments, the tech noticed that a serrated metal pad was missing from one side of the jaws of a needle holder. The pads are permanently affixed during manufacture. Reprocessing of instruments between procedures includes a visual inspection of every instrument prior to being repackaged. Instruments are also visually inspected by a surgical tech and the physician at the time of use. The possibility exists that the pad fell off during reprocessing after the last use. The only visible marking on the instrument is the letter g. The manufacturer could not be determined. The instrument had been used on two patients who were x-rayed with no retained foreign object found.